Manufacturer narrative:
H3/h6: the non-invasive patient tracker was returned and analyzed. Analysis found that the tracker would not track when connected to a known good system and displayed red status only. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively during a cranial biopsy. It was reported that the non invasive patient tracker did not recognize even the connection to the electromagnetic interface. This issue occurred before the surgery when the patient was entering the operating room. No known impact to patient outcome. No surgical delay. A new patient tracker was opened and used for the procedure.